Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported the lead migrated. It was noted a lead revision was done and the lead was explanted on (B)(6) 2013. It was further noted there were no patient symptoms or injuries related to the revision and the patient status was alive with no injury or adverse event.